Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This notification is being reviewed due to a user of a remstar auto a-flex device with an allegation of missing knob. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. No foam particles were observed within the device assembly. The service technician observed the foam to be damaged and it could not be disassembled from the device chassis. Dust/dirt was found inside the device. No error codes were found in the device log history. The device will be scrapped.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This notification is being reviewed due to a user of a remstar auto a flex device with an allegation of missing knob. There was no serious patient harm or injury. There was no medical intervention reported. There was no allegation of a missing knob on the device. The device was returned to a third party service center for evaluation. No foam particles were observed within the device assembly. The service technician observed the foam to be damaged and it could not be disassembled from the chassis. Dust/dirt was found inside the device. No error codes were found in the device log history. The foam was damaged and unable to be disassembled from the chassis. The device will be scrapped.